Event description:
A caller reported a cgm error identified as error 42. There was no adverse impact on the customer's blood glucose level. Technical support provided information for a complete pump reset and assisted the caller through the process. Following the reset, the error did not reappear. The caller was advised to wait 20 minutes before starting their sensor session and understood the instructions.